Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: pump has visible moisture in the display lens. Pump has audible and vibratory sounds but blank display screen. The audio bolus button is detached and has corrosion around it. An in house leak test revealed an audio bolus button leak. Removed pump cover; moisture was present in pump . Testing was unable to complete all required steps due to internal moisture damage.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas to report that the patient went swimming with the pump in the pool and when she came out the pump had no power and the battery compartment was filled with water. The patient and/or reporter did not hear any alarms. At the time of troubleshooting, the reporter denied any trauma to the pump. The patient's mother stated the pump was approximately 2 months old. The reporter denied any visible damage to the pump's casing and confirmed the keypad was intact. The patient's mother also confirmed that the audio bolus button was intake and both the cartridge and battery caps were snug and there was no visible damage to either.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.